Manufacturer narrative:
Initial and final MDR 1951638 - MDR device 3 of 4. E1: patient city: (B)(6). Patient country: (B)(6).

Event description:
Reference number (B)(4). Event occurred in the united states. This MDR is being submitted for an unknown number of devices in which the issue was experienced. On (B)(6) 2024, reported that patient faced infusion set leakage at quick release. Infusion set has been used for 2 days. No further information available